Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that yesterday (B)(6) 2024, the patient was trying to make an adjustment and they saw a por message in the app which indicated that therapy was turned off. Patient services assisted the patient with connecting to ins. Connection was successful but the patient got the por message. The patient tapped on ok to clear the por message. The patient successfully changed programs, turned therapy on, and increased stimulation during the call. The patient confirmed stimulation was comfortable. Patient will monitor symptoms and will be following up with their managing doctor on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.